Event description:
It was reported that during device upgrade, it became neccessary to reposition the existing atrial pace/sense lead. After several attempts at repositioning, the physician elected to remove the lead and implant a new lead of the same model type. Positioning/fixation difficulty was also reported. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned and analyzed. It was observed that the proximal conductor was distorted and there was blood in/on the helix mechanism.